Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead exhibited noise oversensing resulting in inappropriate mode switches. Programming changes were made. There were no patient consequences.